Event description:
The pt was implanted with a left ventricular assist device. Approx 5 years post-implant, the pt was seen at the outpatient clinic for a routine visit and he reported alarms that he had over the last few hours. The pt could not specify the cause of the alarm. The vad coordinator reviewed the alarm history and found one "low speed operation" occurrence. Approx one week later, the pump was exchanged due to suspected damage of the percutaneous lead.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.